Event description:
It was reported that the tubing of a clearlink catheter extension set split during infusion. This occurred during a computed tomography (CT) scan. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The affected device was received for evaluation. Visual inspection, functional clear passage and pressure testing were performed on the device. The device failed the clear passage and pressure tests, as burst tubing was observed. The reported condition was verified. No cause could be determined with the provided information. Should additional relevant information become available, a supplemental report will be submitted.